Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged screen was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a damaged pump head module display, found as an ancillary condition, confirms the customer reported condition. The root cause of this condition was determined to be a faulty pump head module display. The pump head module display was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged screen. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.